Event description:
There was difficulty experienced tracking the angioguard to the lesion because the patient had a type 3 aortic arch and the lesion was 99% stenosed. The angioguard was eventually deployed and recaptured without any difficulty; however, there was tracking difficulty experienced with the precise and the product failed to cross the lesion. Therefore, the precise stent was not placed in the lesion and the procedure was terminated. Later that day, the patient returned for a second carotid procedure and another physician placed a cypher stent in the carotids. The physician placed a filter wire ez (boston scientific) in the carotid. After the cypher stent placement, the patient became combative and was sedated. When sedation was reversed, the patient had left sided hemiplegia. The patient has significant and disabling residual deficits. The patient experienced asphasia, dysarthria, reflex change, hemineglect, hemiparesis, and hemiataxia. The patient suffered a stroke and received solucortef immediately following the onset of the neuro deficits to minimize cerebral edema. The elevation in the cardiac markers was not diagnosed as a myocardial infarct. The ck and the ck-mb were discordant, and there was no known st segment elevation or development of q-waves on the EKG.

Manufacturer narrative:
This product is not available. Additional information will be provided within 30 days of receipt.